Manufacturer narrative:
Following the reported event, user facility service personnel inspected the lighting system. The service personnel turned off power to the lighting system. The personnel then turned the power switch to the on position and found the lighting system to be operating properly. A steris service technician arrived onsite to inspect the lighting system. The technician tested the lighting system and found it to be operating properly. This matter is being further investigated; a follow-up MDR will be filed should additional information become available.

Event description:
The user facility reported that during a patient procedure, one of the two lightheads on the harmony air g5 lighting system did not fully illuminate. No injury, procedure delay, or cancellation was reported.